Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had a stoma infection, has finished a course of oral antibiotics, but infection remains. Patient to have an ultrasound.

Event description:
On (B)(6) 2025 it was reported the patient was to have a peg-j replacement due to a buried bumper.

Manufacturer narrative:
Reference number (B)(4). Reference (B)(4). A buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(6). Reference 3010757606-2025-00099. Additional information: b2, b5 and h6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 it was reported the patient remains in hospital following peg-j replacement last week due to ongoing infection at stoma. Infection is currently being treated with unknown oral antibiotics. CT scan and an ultrasound were performed with unknown results. No further information provided.